Event description:
On (B)(6) 2016 information was received from a representative in which it was clarified the issue was observed during fluoroscopy. The manually flipping of the pump back to the correct position was done by the physician. It was unknown if the patient experienced any symptoms as a result of the pump flipping as the physician had not talked about it. The concentration and lot number of the gabalon was not available. The results of the CT scan were still unknown. No further information was provided at this time. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a health care provider regarding a patient who was gabalon via an implantable pump at a daily dose of 150 ¿g from (B)(6) 2015 and continuing for cerebral palsy. It was reported that on (B)(6) 2015 pump inversion/flip occurred. During the refill, they could ¿not touch the septum¿, needle could not be inserted into the septum, so fluoroscopy was performed. During fluoroscopy, a needle was used and they found the septum, almost got the septum, but could not touch it (needle ¿was not reach the septum¿). Upon looking at the images, it seemed like the ¿jabara (tank)¿ region/bellows of the pump was flipped, facing upward, towards the abdomen. The patient wanted to use the bathroom, and the physician had had another patient he wanted to treat first, so ¿he¿ left. The physician returned a while later and ¿illegible¿ that he could return it to the original position with his hands while the patient was sitting, so the refill was completed successfully without further issue. It was also reported that when the patient came back from the bathroom and mentioned that the pump was returned to the original position by hand when the patient sat down. There was no surgical procedure performed. As reported, a pump operability test was performed and this was noted as the performed refill. There were no problems with the volatility as the actual remaining amount was 3 ml when the programmer expected 2.9 ml. The pump was supposed to be ¿stopped in three places¿, but the cause of the event was unknown. A computerized tomography (CT) scan was performed to check whether or not the connection was misaligned. The patient was sent home and was to pay attention to whether or not withdrawal symptoms occurred. The event was reported as unrelated to the investigational drug, catheter, pump, programmer, and procedure. The patient outcome was reported as recovering as of (B)(6) 2015. This was reported as not serious. There was no report of complications or past history of adverse reaction or concomitant medications as these were reported as not applicable, ¿na¿. Additional information was requested to verify if it was the patient or the physician who returned the pump by hand to the original position, symptoms and twiddling, medication concentration and lot number, results of the CT performed, and illegible information. Should additional information be received, a supplemental report will be filed.